Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The root cause could not be identified conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A health professional reported a patient with bilateral superior punctate keratitis, dry eyes and blurry vision four months following lasik treatment. The patient was put on a regimen of artificial tears. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.